Event description:
It was reported that the video system center air supply level changed without permission. The event occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the air supply changed on its own. Based on the results of the investigation, it is likely that the following led to the malfunction: pressing of the touch panel was unintentionally detected because conduction material such as medicinal solution remained on the buttons that switch gas supply level of the touch panel. This resulted in disabling operations with a finger. It was also possible that cv-1500 was used while conduction material such as touch panel medicinal solution remained. This resulted in enabling the auto calibration mistakenly, changing the detection threshold value of the touch panel, making the touch panel operation unstable, and causing response failure and malfunction. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h11 corrected fields: e1. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.